Event description:
A customer reported she received the following readings on her blood glucose meter within 10 minutes: 373 mg/dl, 274 mg/dl and 126 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
Note: this report pertains to the first of two complaints that occurred during the same procedure. Refer to manufacturer report# 3005099803-2010-02060 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a duodenal mucosectomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, two clips prematurely deployed with the jaws fully opened and the physician had to withdraw the clips from the patient. A third clip was used to successfully complete the procedure. There were no patient complications as a result of this event. The patient was reported to be in stable condition post procedure.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.